Event description:
It was reported that the device was explanted due to eri status approximately 68 months after the implantation. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. In a next step, the returned data was inspected. During the inspection the clinical observation could be confirmed. Analysis revealed an unexpected battery behavior, which led to the clinical observation. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. It cannot be excluded that this occurrence resulted from a defective component. It was reported that the device will not become available for analysis, as the patient wanted to keep it. Should the device in the future become available, this report will be updated.